Event description:
While a clinician was working on a patient who was being treated under the subject device (infant radiant warmer), their paper surgical cap (i.e. Hair covering) began to smolder. There was no injury. The unit was thoroughly checked by the hospital's biomedical engineer and found to be operating as intended. The hospital's nurse manager stated that they would need to retrain their personnel on proper clinical practices, and they do not hold ohmeda responsible.